Event description:
The customer reports the device fails operational check, more specifically it will not charge and deliver a shock.

Manufacturer narrative:
(B)(4). The customer reports the device fails opcheck, more specifically it will not charge and deliver a shock. A philips field service engineer evaluated the device who confirmed the reported complaint. The therapy pca was replaced to resolve the problem. There was no reported pt involvement. All performance assurance tests passed and the device was put back into service. We will consider this a malfunction of the therapy pca that causes the device to fail the operational check and not charge nor deliver a shock.